Event description:
Additional information received stating the event occurred during drug preparation.

Manufacturer narrative:
Received one used. List #14687-15, primary plum set with one used. List #unknown, bag spike adapter with spiros for inspection. Embedded burnt material was observed inside the drip chamber. The drip chamber was cut open, and the particle was confirmed to be embedded in the wall, not in the fluid path. The complaint of black spot can be confirmed. The most probable cause is burnt material embedded in the cassette during the molding process. The embedded material is not in the fluid path, and this does not affect the functionality of the device. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 12/15/2025. Updated information in b5 and section e. Additional reporter: (B)(6).

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch reported that there are black spots inside the tubing. There was no patient involvement and no harm/adverse event reported.